Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted because the physician thought he may have nicked it during an rv lead extraction. The rv lead was removed due to a fracture and the ICD was removed at the same time due to eri. There were no adverse patient events reported.